Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving morphine (10mg/ml at 5.6mg/day) via an implanted infusion pump. The indications for use included failed back surgery syndrome and spinal pain. It was reported that at a refill, the patient had an expected volume of 3cc and an actual volume of 9cc. The event date was noted to be (B)(6) 2016. During a dye study on (B)(6) 2018, the hcp was unable to aspirate the catheter. No actions or interventions were taken to resolve the issue at the time of report, and there were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was unresolved at the time of report. Surgical intervention was planned, but had not been scheduled. The patient's status at the time of report was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.

Event description:
Additional information was received from the healthcare provider (hcp) reporting they went to one hospital but they did not have the correct medication and dose for the patient so they were transferred to another hospital and then patient began to wean himself off of the medication. The hcp had no further detail to provide.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.